Event description:
40 year old transferred from emergecny room to cardiology lab on 10/16/92 with ventricular tachycardia from right ventricular irritation caused by 8 cm section of hickman catheter which had seperated at the level of the clavicle and migrated to the right ventricle. Catheter had been inserted on 4/7/92. Distal portion of catheter was removed percutaneously through right femoral vein. Proximal portion was removed under local anesthetic. Patient was observed overnight in iccu and was discharged the following day on 10/17/92device labeled for single use. Patient medical status prior to event: fair condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, patient's condition - predisposed event. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.